Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) resulting in therapy exhaustion. Boston scientific technical services (ts) was consulted and provided programming optimization recommendations. Ts also observed a pacemaker mediated tachycardia (pmt) episode. Ts recommended testing the patient for retrograde conduction to insure the minimum post-ventricular atrial refractory period (pvarp) is long enough to cover the retrograde conduction time and prevent this from happening. No adverse patient effects were reported. The device remains in service.